Manufacturer narrative:
B3 - date of event: event date not provided and estimated based on aware date. E1 - initial reporter phone: (B)(6). Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the delivery system was stuck on the guidewire. A carotid wallstent and filterwire ez were selected for use to treat carotid stenosis. The stent was successfully implanted. During the withdrawal process of the stent delivery system, the delivery system was stuck on the guidewire. The guidewire, filterwire and the stent delivery system were removed from the patient, together as one unit. The procedure was completed with these devices. There were no patient complications as a result of the event.